Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2014. Approximately 8 years and 9 months after the initial procedure the patient had a right hip revision on (B)(6) 2023. During the revision surgery it was found that the polyethylene failed, had an excessive amount of wear, and was degrading/shedding polyethylene debris that caused pain, and osteolysis, and tissue damage. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Concomitant medical products: 3536161 101-45-20 - 4.5mm drill bit 20mm 3649389 122-65-25 - 6.5mm acetabular bone screw 25mm 2907421 164-12-10 - novation element ro x/o sz 10 3615615 170-36-93 - biolox delta femoral head 36mm od, -3.5mm 3659205 180-01-52 - nv crown cup clstr hole 52mm group 2 pending investigation.

Manufacturer narrative:
H6. Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
H6: added clinical codes: 4561, 2377. Added medical device codes: 2988, 1246. Corrected clinical code to 734.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: b3, d1/d2a/d2b, d4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.